Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified.   Additional information has been requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following implantation of an intraocular lens (iol) the patient experienced poor near vision, had a better near vision prior to the cataract removal and lens placement. The patient no longer thread a needle which makes sewing very difficult. Even using otc readers, my vision is not what I expected. In surgeons opinion the vision is good. Additional information was requested and received stating the patient vision was good for a short time, but deteriorated after a while. Can not read guide on television. Yag was performed. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria the manufacturer internal reference number is: (B)(4).